Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer rec'd readings of 105 mg/dl (lab) and 146 mg/dl freestyle. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Returned prod performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate high was not duplicated during testing. One of the freestyle blood glucose readings as reported by the customer was found on the meter internal log. Second comparison reading was not found.